Event description:
It was reported that a large volume infusor experienced an underinfusion. The device was filled with 122ml of fluorouracil and 118ml of normal saline, for a total fill volume of 240ml. The reporter stated that some of the solution remained in the device when the patient returned to the hospital. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.